Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: this complaint is confirmed for parts: (03.632.001/036/123/124 and sd03.632.123, the complaint history for the returned device family was reviewed from 1/2010 (system launch) through 10/2016. Parts 1-2: holding sleeve ¿ long for matrix (03.632.036 x2). The returned matrix holding sleeves (03.632.036) was examined and the complaint conditions were able to be confirmed as the threaded tip of lot 9937893 was found to be cracked, but intact and that of lot 9924233 was found to be deformed. No definitive root cause was able to be determined; the failure modes are consistent with the application of an off-axis load while engaging a screw. No definitive root cause was able to be determined; the failure modes are consistent with the application of an off-axis load while engaging a screw. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review for part # 03.632.036/lot 9937893, release to warehouse date: 29-mar-2016, expiration date: na, supplier: (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a transforaminal lumbar interbody fusion (tlif) procedure at the l5-s1 levels on (B)(6) 2016. During the procedure, while attempting to load a 7.0mm titanium matrix screw at s1 (left), the scrub tech had difficulty threading the screw into the matrix long holding sleeve. Upon inspection, it was noted that the threads of the device appeared knicked. A backup holding sleeve was used for the remainder of the procedure. Later, while implanting another 7.0mm titanium matrix screw at l5 (right), the surgeon had difficulty detaching the holding sleeve from the screw. In order to remove the sleeve, the surgeon had to manipulate and rotate the device on the screw. After removing the sleeve, the surgeon noticed that the top thread inside the screw had lifted off and started to unravel. The malformed screw was removed and replaced with a brand new identical screw of the same size. Finally, at the end of the procedure and after completing the tlif, the surgeon began to attach the polyaxial heads. While attempting to release the pop on head of the head pop-on tool, the tip of the head pop-on tool broke off and fell into the patient. The fragment was retrieved successfully and the surgeon verified that the polyaxial head was placed correctly. A back-up head pop-on tool was used to complete the case. No delay in surgery was reported and the procedure was successfully completed. Concomitant devices reported: 7.0mm titanium matrix screw (part #: 04.639.745, lot #: unknown, qty: 1), titanium matrix top loading polyaxial head (part #: 04.632.001, lot #: unknown, qty: 1). This is report 1 of 3 for (B)(4).